Manufacturer narrative:
Attempts were made to the contact author to obtain additional details; however, information has not been forthcoming. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The causes of the valve in valves could not be determined with the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Dvir, danny, et al. "Transcatheter aortic valve replacement for degenerative bioprosthetic surgical valves: results from the global valve-in-valve registry." Circulation (2012): circulation aha-112.

Event description:
As reported through article, ¿transcatheter aortic valve replacement for degenerative bioprosthetic surgical valves results from the global valve-in-valve registry¿, table 2: procedural characteristics and early results in the article reports ¿need for a second tavr valve¿ with a quantity of seven. The causes of the valve in valves were not provided. Additional patient and procedural details have not been provided.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  Please reference the following related: manufacturer report no: 2015691-2018-01173, manufacturer report no: 2015691-2018-01174, manufacturer report no: 2015691-2018-01175, manufacturer report no: 2015691-2018-01176.